Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked inside the patient.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteral dilatation procedure in the right kidney. During the procedure and inside the patient, it was noticed that the guidewire was blocked through the stent. The procedure was completed with another of the same device and there were no patient complications reported. A photo of the complaint device was provided and showed that the stent had kinks.